Event description:
It was reported that externalized conductors were observed via fluoroscopy. All electrical measurements were normal. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Please retract this MDR number 2017865-2012-03508. Based on the review of the fluoro images provided to st. Jude medical, the conductors do not appear to be externalized.